Manufacturer narrative:
Batch review performed on 15 july 2020: lot 1907429: (B)(4) items manufactured and released on 25-sept-2019. Expiration date: 2024-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 1903853. Batch review performed on 15 july 2020: lot 1903853: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
1 day after primary surgery the surgeon revised the patient stem, head, and liner for a dislocation (head from liner). The surgery was completed successfully.